Manufacturer narrative:
Patient information is not available for reporting. An invalid lot number of m22 was provided for this device. (Other): partial UDI number: (B)(4) lot unknown. Implant and explant dates: device broke intra-operatively and was not fully implanted or explanted. The complainant part is not expected to be returned for manufacturer evaluation. Initial reporter hospital contact number: (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. \device history review: a review of the device history records could not be completed as the provided lot number could not be verified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a craniotomy procedure on (B)(6) 2015 during which a cranial screw broke upon insertion. The broken piece of the screw was retained in the patient's skull. The procedure was completed successfully with a time delay of an unknown length. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (ti low profile neuro screw self-drilling 4mm., part number 400.834, lot number m22 [lot number could not be validated] ). Only the screw head portion of the subject device was received for evaluation. As reported the screw shaft remains in the patient¿s bone and, therefore, was not returned for evaluation. Measurements of the received device could not be performed since the entire device was not received. Visual inspection of the returned head portion of the screw shows that the recess has slight use marks. As previously reported, a device history record review could not be performed because the reported lot number could not be verified. The complaint condition is confirmed; however, an exact root cause could not be definitely determined. It is likely too much applied force may have led to the reported breakage during insertion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: follow up report 1 was initially submitted with incorrect follow up number 2 on december 14, 2015. On december 19, 2019, it was requested that a follow up report with number 1 be submitted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.